Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that 16 days post a corornary stenting treatment procedure, in-stent restenosis occurred. The patient presented with chest pain. During angiogram the physician observed that an unspecified sized promus element stent in the diagonal artery had restenosed and completely blocked off the artery. The patient is going to have CABG as the promus element stent had been implanted to treat a previous restenosis of a non-bsc stent.